Event description:
A facility reported that the locking knob on the mayfield modified skull clamp (a1059) was loose. No information on patient involvement, injury, or surgical delay was received.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup is present. New components were added to replace worn internal parts, and general maintenance and cleaning was performed. Root cause analysis: complaint confirmed via inspection of the unit. Probable root cause is normal wear and tear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.